Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, crossing the aortic arch was difficult due to the patient anatomy. The non-medtronic guidewire was replaced with another non-medtronic guidewire inside a pigtail. The aortic arch was then able to be crossed. A possible dissection of the aorta may have occurred during the procedure. The valve was implanted while cardiopulmonary resuscitation (CPR) was initiated. The patient was placed on extracorporeal membrane oxygenation (ECMO), however due to no perfusion to the brain, the patient died.

Manufacturer narrative:
Conclusion: aortic dissections during percutaneous interventions typically occur due to procedural factors during insertion, advancement, positioning, or re-positioning of the valve, in addition to patient anatomical effects (tortuous anatomy, vessel diameter, calcification, etc.). The complaint information received by medtronic indicates that the physician changed guidewires during the procedure due to the difficulty in navigating the patient¿s anatomy. The provided angiographic movie files for this product experience report do not confirm or deny the event description. There are no films submitted showing the delivery system tracking the aortic arch where the dissection occurred or being removed back around the arch. It can be confirmed that after the implant of the tavr device the patient received CPR. From the information that medtronic received regarding the complaint, it is uncertain whether the dissection was caused by the non-medtronic guidewires or by the medtronic delivery catheter system (dcs). Therefore, a conclusive root cause cannot be determined for this specific case. If information is provided in the future, a supplemental report will be issued.